Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2020. Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the mainbody of a peritoneal dialysis (pd) transfer set separated from the twist sleeve due to damaged threading. This occurred during use for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed with the naked eye noted a broken occluder feet to the main body located beneath the white twist sleeve. The reported issue was verified. The cause of the condition could not be determined; however evidence of a cleaning agent or foreign solvent around the threads of the main body could have contributed to the damage. Should additional relevant information become available, a supplemental report will be submitted.